Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain on a daily basis') in a (B)(6) year-old female patient who had essure (batch no. D30798) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("headache"), photosensitivity reaction ("photosensitivity"), dizziness ("dizziness"), musculoskeletal stiffness ("muscle stiffness"), alopecia ("hair loss"), memory impairment ("memory problem"), disturbance in attention ("concentration problem, / lack of concentration"), fatigue ("fatigue"), chills ("significant chills"), mood altered ("variable moods"), depression ("depressed"), premenstrual syndrome ("more pronounced premenstrual syndromes") and asthenia ("lack of energy") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, headache, photosensitivity reaction, dizziness, musculoskeletal stiffness, alopecia, weight increased, memory impairment, disturbance in attention, fatigue, chills, mood altered, depression, premenstrual syndrome and asthenia outcome was unknown. The reporter provided no causality assessment for alopecia, asthenia, chills, depression, disturbance in attention, dizziness, fatigue, headache, memory impairment, mood altered, musculoskeletal stiffness, pelvic pain, photosensitivity reaction, premenstrual syndrome and weight increased with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-mar-2020. The most recent information was received on 25-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain on a daily basis') in a 40-year-old female patient who had essure (batch no. D30798) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), headache ("headache"), photosensitivity reaction ("photosensitivity"), dizziness ("dizziness"), musculoskeletal stiffness ("muscle stiffness"), alopecia ("hair loss"), memory impairment ("memory problem"), disturbance in attention ("concentration problem, / lack of concentration"), fatigue ("fatigue"), chills ("significant chills"), mood swings ("variable moods"), depression ("depressed"), premenstrual syndrome ("more pronounced premenstrual syndromes") and asthenia ("lack of energy") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, photosensitivity reaction, dizziness, musculoskeletal stiffness, alopecia, weight increased, memory impairment, disturbance in attention, fatigue, chills, mood swings, depression, premenstrual syndrome and asthenia outcome was unknown. The reporter provided no causality assessment for alopecia, asthenia, chills, depression, disturbance in attention, dizziness, fatigue, headache, memory impairment, mood swings, musculoskeletal stiffness, pelvic pain, photosensitivity reaction, premenstrual syndrome and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.